Event description:
It was reported that this pacemaker delivered inappropriate anti-tachycardia pacing (atp) and shock therapy due to misclassification of an atrioventricular nodal reentrant tachycardia (avnrt). Technical services recommended reprogramming options. No adverse patient effects were reported. This device remains in service.